Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The procedure was a right anterior tibial atherectomy via left groin approach. After completing anterior tibial atherectomy, as the silverhawk exl was being removed, the physician said he felt the device hang slightly as it was coming into the sheath. When the device came out the physician thought the wire port had become disrupted; but when advancing a balloon to the site for pta the physician noticed that the guidewire was prolapsed at the end of the sheath. After straightening the wire we also noticed that the radiopaque marker from the exl was still on the wire as the balloon was advanced into place for the pta. The physician felt it was best to complete the pta and remove balloon wire and displaced tip all at once. After successful pta, the balloon, wire, and tip were pulled back to the entrance of the sheath in the left common femoral region but the displaced exl tip would not enter the sheath. While attempting to place a snare into the sheath alongside of the wire the silverhawk exl tip came off the wire and traveled down into the left sfa. The physician decided to place a 4fr sheath into thru right common femoral artery to snare the tip contra laterally. This was done with minimal difficulty and the displaced tip was removed.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Additional correction.

Event description:
The silverhawk device was received for evaluation without any ancillary devices from the procedure . A compact disc with several images from the procedure and the procedural summary were received for evaluation the tapered section of the distal tip assembly was separated from the body of the tip assembly. The rx guidewire lumen of the tip assembly exhibited a longitudinal tear extending the entire length of the proximal (body) segment . The rx guidewire lumen for the distal tapered section exhibited deformation at the fracture site but was not torn where the lumen becomes deeply incorporated into the taper's tecothane. The distal tip assembly was fractured.